Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 471 mg/dl. Troubleshooting was not performed for high blood glucose. It was unknown that auto mode feature was active or not at the time of event. Insulin pump received change sensor alert and sensor updating alert. The device will not be returned for analysis.